Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer manually calculated a bolus amount inaccurately, and delivered the bolus request resulting in a blood glucose (bg) level of 73 mg/dl. Yogurt was consumed to treat bg level. Recommendation was made to use the bolus feature to verify bolus calculations.